Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, it was reported that the tome cut wire portion appeared to be bent and would not bow properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results - at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.